Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('second essure coil was identified in the right cornual region of the uterus.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain female, cystoscopy, uterine prolapse and cystoscopy. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, left salpingectomy, laparoscopic bilateral uterosacral liga). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: she had an incorrect placement of the left essure device too far in the fallopian tube causing significant pain immediately with placement and consistently since then. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('second essure coil was identified in the right cornual region of the uterus.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included pelvic pain female, cystoscopy, uterine prolapse and cystoscopy. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, left salpingectomy, laparoscopic bilateral uterosacral liga). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: she had an incorrect placement of the left essure device too far in the fallopian tube causing significant pain immediately with placement and consistently since then. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report